Event description:
It was reported that the pt experienced an increase in seizures related to battery depletion. However, the eri shows 6 months, so the battery is not fully depleted. The pt underwent generator replacement surgery due to battery depletion. The explanted generator was returned to the MFR and underwent analysis. Upon analysis. No anomalies were noted and the device was not at end of service. Attempts for further info have been unsuccessful to date.